Manufacturer narrative:
All available information was investigated, and the reported broken actuator mandrel was confirmed. The reported activation failure (clip deployment) and difficult actuator knob retraction could not be replicated in a testing environment due to the condition of the returned device (clip deployed, actuator mandrel broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported activation failure (clip deployment) and broken actuator mandrel are cascading events of the difficult actuator knob retraction. A cause for the reported difficult actuator knob retraction could not be conclusively determined. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the mitral valve, reducing mr to grade of 2-3. However, while attempting to deploy the clip, the actuator knob would not retract. Troubleshooting was performed, but the issue was unable to be resolved. Additional force was then used to retract the actuator knob, which resulted in the mandrel breaking. The gripper lever was then broken in attempt to remove the gripper lines, but they were still being held in place by the mandrel that would not retract. Therefore, open heart surgery was performed to remove the mitraclip and replace the mitral valve. The steerable guide catheter (sgc) was returned and the device analysis revealed the soft tip was deformed.